Manufacturer narrative:
Site reported that bilateral patient had the light adjustable lens explanted from the right eye as the desired refractive outcome was not achieved. The lens was explanted on (B)(6) 2020 and replaced with another light adjustable lens of the same diopter. Device history record for the lens was reviewed. No issues were noted. The lens is in process of being returned for evaluation.

Event description:
Site reported that bilateral patient had the light adjustable lens explanted from the right eye as the desired refractive outcome was not achieved. The lens was explanted on (B)(6) 2020 and replaced with another light adjustable lens of the same diopter.

Manufacturer narrative:
Site reported that bilateral patient had the light adjustable lens explanted from the right eye as the desired refractive outcome was not achieved. The lens was explanted on (B)(6) 2020 and replaced with another light adjustable lens of the same diopter. Lens fragment that comprised approximately half of the lens was returned. Visual inspection found no issues with the lens fragment. Optical quality of the lens fragment was also assessed and no issues were noted.

Event description:
Site reported that bilateral patient had the light adjustable lens explanted from the right eye as the desired refractive outcome was not achieved. The lens was explanted on (B)(6) 2020 and replaced with another light adjustable lens of the same diopter.